Event description:
A malfunction was reported on the customer's pump, but there were no notable events leading up to it, and there was no adverse impact on the customer's blood glucose level. Although the customer experienced at least three occurrences of the same malfunction, they had not reset the pump in the last 24 hours. Technical support decided to replace the pump. The customer was advised on using the current pump until the replacement arrived and acknowledged instructions provided for returning the faulty pump. Additionally, technical support confirmed that the replacement pump would have updated software and guided the customer on programming settings and connecting their cgm to the new pump.